Event description:
User reported she had filled the wash/di bottle on the analyzer, and then noted water leaking all over the floor in front of the analyzer. User added when she looked at the wash/di bottle she had just replaced and it was now half empty. User said the leak had stopped and they used ppe to clean up the leak. No one was injured and no pt samples were involved.

Manufacturer narrative:
The field service representative found the water tank overflowed in instrument and onto the floor. He determined the cause to be the gray cap was slightly swelled, and replaced gray cap and o-rings. Customer ran controls and pt samples to verify no further leaks.